Event description:
A nurse took a contour meter to the patient's house for a blood glucose test. When the nurse tested the patient's glucose, she noticed the meter was set in mmol/l. The nurse did not allege any adverse events due to the mmol/l readings. The meter was returned for evaluation, and a replacement meter was sent.